Manufacturer narrative:
Additional narratives: the device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as device request is still ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned from implant patient registry that a 23mm aortic valve was explanted and replaced with a 25mm valve after an implant duration of 3 years, 7 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional narratives: updated b5, b7, and h6 per new information received. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration (svd) that may ultimately result in significant regurgitation requiring replacement of the valve. Leaflet tears resulting from manufacturing/packaging nonconformances also have the potential to result in valvular dysfunction if not detected prior to implant.

Event description:
It was learned from implant patient registry that a 23mm aortic valve was explanted and replaced with a 25mm valve after an implant duration of 3 years, 7 months due to perforation on leaflets, poor coaptation, and severe regurgitation. Per medical records the patient presented with chf exacerbation, and underwent redo-avr and redo-mvr due to severe aortic and mitral regurgitation, redo ascending aortic replacement for dissection with 30mm dacron graft, and excision of epicardial leads from heart. The aortic replacement valve was well seated. The patient was transported while intubated to the intensive care unit in critical condition. The patient suffered from postoperative atrial fibrillation alternating with junctional rhythm and a ppm was placed on pod #9. A repeated tte revealed av with normal gradients and no regurgitation. The patient was discharged home in good condition on pod #11. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional narratives: updated b5, b7, d4, h4, and h6 per new information received. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a 23mm aortic valve was explanted and replaced with a 11500a 25mm after an implant duration of 3 years, 7 months due to perforation on leaflets, poor coaptation, and severe regurgitation. Per medical records the patient presented with chf exacerbation, and underwent redo-avr and redo-mvr due to severe aortic and mitral regurgitation, redo ascending aortic replacement for dissection with 30mm dacron graft, and excision of epicardial leads from heart. The aortic replacement valve was well seated. The patient was transported while intubated to the intensive care unit in critical condition. The patient suffered from postoperative atrial fibrillation alternating with junctional rhythm and a ppm was placed on pod #9. A repeated tte revealed av with normal gradients and no regurgitation. The patient was discharged home in good condition on pod #11.